Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula angioplasty. The target lesion was located in brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula angioplasty. The target lesion was located in brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the target lesion was 70% stenosed, moderately tortuous and severely calcified. The balloon ruptured on the second inflation for within 1 minute. Furthermore, there were no additional intervention performed in retrieving the device.

Manufacturer narrative:
D4 lot number updated from 0028150064 to 0028192794. D4 expiration date updated from 10/05/2024 to 10/12/2024. Device evaluated by MFR.: mustang 6.0 x 40, 75cm received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal balloon bond and extending approximately 22mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
D4 lot number updated from 0028150064 to 0028192794. D4 expiration date updated from 10/05/2024 to 10/12/2024.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula angioplasty. The target lesion was located in brachial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. It was further reported that the target lesion was 70% stenosed, moderately tortuous and severely calcified. The balloon ruptured on the second inflation for within 1 minute. Furthermore, there were no additional intervention performed in retrieving the device.